Event description:
Customer reported getting hot when in use. (B)(4).

Manufacturer narrative:
During pre-repair assessment performed by technician, the functional testing revealed that the device did not operate properly. This condition could not be determined.